Manufacturer narrative:
It was reported that the patient was not injured during the alleged drop event. It was alleged that two emts had minor pinches on their fingers. There was no medical intervention reported. A visual and functional inspection was performed by the stryker field service representative who found that there were no defects that would cause or contribute to the alleged drop event. The restraint straps were found to not be able to latch however would not cause or contribute to the drop event.

Event description:
It was reported that the cot became caught on the ambulance bumper and tipped over with a patient on it. It was also reported that the restraints would not lock/latch due to damaged restraints. It was also reported that the patient was not injured during the alleged drop event.

Event description:
It was reported that the cot became caught on the ambulance bumper and tipped over with a patient on it. It was reported that the patient was injured, however further information was not reported.